Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez2406 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the material was purged without detecting a leak, after the catheter was placed, before the aspiration maneuver and the passage of physiological solution, the leak was verified. Puncture had to be performed again. There was no harm to the patient.

Event description:
It was reported that the material was purged without detecting a leak, after the catheter was placed, before the aspiration maneuver and the passage of physiological solution, the leak was verified. Puncture had to be performed again. There was no harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was inconclusive due to the sample condition. Three photographs of a 5fr d/l groshong nxt catheter were returned for evaluation of this complaint. One of the photos was of the overall device while the other photos consisted of close-ups of the proximal and distal ends of the device. The catheter appeared free of residual material. The stylet had been removed from the catheter. The luer adaptors and the oversleeves appeared securely attached to the extension legs and the tungsten tip was present on the distal end of the catheter. No obvious splits or holes were apparent in any of the three returned photographs. The reported damage was not visible in the returned photographs and microscopic examination, tactile evaluation, dimensional analysis, and functional testing could not be conducted without the physical sample. Therefore, this complaint will be inconclusive at this time. Possible contributing fractures for a catheter leak could include damage caused by the stylet, sharp instrument damage, tensile (pulling) forces, over-pressurization of the catheter, and/or material fatigue. H3 other text : evaluation findings are in section h.11